Event description:
An oscar peripheral multifunctional catheter system was selected for treatment of the posterior tibial artery. By pushing against a calcified stenosis (btk),the outer catheter broke at the hub-connection. No injury was reported.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the oscar support catheter revealed that the braided shaft has fractured about 2-3 mm distal to the lock grip. The fracture sites of the braided shaft are plastically deformed which is indicative for an overload fracture. Scratches were observed on the inner surface of the braided shaft and may have been induced by the metal pushrod of the oscar dilator while pushing it through a bend/curve. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause was identified. The root cause for the reported event is most likely related to the handling during the procedure, i.e., forceful pushing despite meeting resistance which is warned against in the IFU.

Event description:
An oscar peripheral multifunctional catheter system was selected for treatment of the posterior tibial artery. By pushing against a calcified stenosis (btk), the outer catheter broke at the hub-connection. No injury was reported.